Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. No blank display, display anomaly, unexpected noise or audio/beep anomaly noted during testing. No damage inside pump noted. The minilink transmitter communicates properly with pump. No lost sensor or weak signal anomaly noted during testing. Device function properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. No unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the black o ring/seal from inside reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a blank screen display after changing battery. Issue occurred twice. Customer performed a self-test, but was not able to hear results due to being in a noisy location. Customer's blood glucose was 296 mg/dl. Customer also reported that battery compartment and reservoir compartment were damaged. Customer was advised that insulin pump would be replaced.